Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device did not seal. An end tone was heard but no regrasp alarm. A new device was used to complete the case. No patient injury.